Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that shaft break occurred. A 2.25 x 16mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during insertion, the delivery device broke in half, and it was 2 feet up from the hub. There were no patient complications reported.